Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Patient has effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00169, 1627487-2024-00171. It was reported the patient is not receiving effective stimulation due to the leads being implanted in the wrong location. Surgical intervention may take place at a later date.